Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for gastrotinestinal/pelvic floor. It was reported the patient had stomach cramps and a return of bowel symptoms. The patient programmer showed the stimulation was on at 3.1v. The patient increased the amplitude from 3.1 to 3.4v while on the call. The patient will see if this helps, if not they will contact their doctor. This was noted as a sudden change of therapy/symptoms. No further complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Health care professional reported they had not seen the patient since (B)(6) 2017. Consumer reported a significant improvement in their fecal incontinence and have only had 2 accidents since their surgery. No further information was reported.